Event description:
Article was rec'd that described the following incident regarding a study pt that was implanted with the vns therapy system: pt did not have a change in seizure frequency or severity and subsequently had vns explanted.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury. Article citation: "vagus nerve stimulation for intractable epilepsy: outcome in two series combining 90 patients"; sakas, d.e., et al; springer-verlag 2007.